Event description:
It was reported that the customer's blood glucose level was 475 mg/dl. The customer was hospitalized due to a diabetic ketoacidosis. In the hospital the customer was able to lower his blood glucose level but not control it. The customer also reported that it stung when he delivered a bolus. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-86799 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.